Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On (B)(6) 2023 customer alleged received sensor glucose vs. Blood glucose event. Following our receipt of the one returned used partial sensor (needle does not return) performed visual inspection and found sensor flex bent then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specifications, place sensor under microscope and found gold trace damage (cracks) at the counter electrode causing (open trace) electrical interruption in the sensor circuit. See attached picture for details. Unable to continue with functional test. In summary the customer of sg vs bg event could not be confirmed. Found sensor with physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose which resulted hyperglycemia requiring hospitalization. Blood glucose value was 500 mg/dl while sensor glucose value was 58 mg/dl. Customer thought they were having a low reading and treated with food. Customer was taken to the hospital by an ambulance and was treated with manual injection/insulin pen, insulin infusion IV/drip. Customer was advised sensor may no longer be responding to glucose changes most likely due to sensor not situated properly preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. Mmt-7020la was returned for analysis.